Event description:
During a transfemoral procedure, the 29mm sapien xt valve was deployed in a 70:30 aortic/ventricular position, resulting in moderate-severe paravalvular leak (pvl). It was decided to implant a second valve to mitigate the pvl. A second valve was deployed 60:40 a/v within the first sapien xt valve. Echo revealed trace-mild pvl. The procedure was completed and the patient was transferred in stable condition. As reported, the pre-tavr CT was of poor quality but the native annulus appeared to be in between a 26mm and 29mm valve. The native annulus diameter measured 22mm by tee. The decision was made to do a bav with injection using a 25x 4 edwards balloon. The balloon under-filled the annulus so a 29mm valve was used. The ejection fraction was 55%, the sinotubular junction diameter measured 29mm and the sinus valsalva (sov) diameter measured at 34-35mm. The native annulus was severely calcified, and the native leaflet was moderately calcified with no aortic root calcification. Both the image intensifier angle and the coaxial alignment of the delivery system were noted to be good; ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention and paravalvular leak (pvl) are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the pre-tavr CT was of poor quality, which likely made evaluation of size and shape more difficult. In addition, patient factors (severe native annulus) may have contributed to aortic movement during deployment and to the subsequent pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required